Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint and revealed an error message (sf82) related to the alarm system. Visual inspection of the super capacitor revealed an electrolyte leak. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a supercapacitor leak on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.